Event description:
It was reported that high lead impedance (with impedance value >10,000 ohms) was observed. There was no known trauma or reason known for the high impedance. The device was subsequently programmed off. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.